Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter was in the nozzle and could not be identified. It was confirmed that the nozzle was not deformed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the reported issue (unable to send water through secondary water supply channel) was confirmed. In addition to foreign material in nozzle, service found the bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. The adhesive on the bending section cover was chipped, cracked, and discolored. The water removal ability was out of specification to clogged nozzle, the adhesive around the light guide lens was discolored, there was water invasion in the connector, and the connecting tube was cut. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the secondary water supply channel of the subject device was clogged and water was not flowing through the channel. The customer attempted to pass water through channel using a syringe, but it did not work. The reported issue was observed while hand washing the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle).